Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of image did not appear was not confirmed. There were no problems found with the image. Additionally, other evaluation findings include the following: the cable was kinked, failed leak test due to a cut on cable. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." The most probable cause of the additional findings is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head image did not appear when plugged in. A message was displayed on the unit to clean the connector and re-insert which we was done and still no image on the screen. The issue occurred during preparation for use, prior to sedation. The laparoscopic umbilical hernia therapeutic procedure was completed with a similar device with no surgical delay. There were no reports of patient harm.